Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 4267, item name allofit-s alloclassic, shell with polar screw plug, uncemented, 56/kk, lot # 2980075. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
It was reported that during the surgery it was assumed that the allofit shell was deformed. The operating room staff also noticed that 2 out of 3 inserts did not fit into the shell. There was no adverse outcome.

Manufacturer narrative:
Event summary: it was reported that during surgery 2 out of 3 inserts did not fit inside the allofit shell. It was assumed by the or staff that the allofit shell might be deformed, as only the third insert could be assembled. The surgery was delayed by 30 minutes, otherwise, no patient harm reported. Review of received data: - no medical data such surgical notes or any other case-relevant documents received. Devices analysis: - the shell is not available for visual and dimensional evaluation as the shell has been implanted. Neither of the inserts has been returned for examination, as they have been discarded. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check could not be performed as only one product has been reported. Conclusion summary: it was reported that during surgery 2 out of three inserts did not fit inside the allofit shell. It was assumed by the or staff that the allofit shell might be deformed, as only the third insert could be assembled. The surgery was delayed by 30 minutes, otherwise, no patient harm reported. No medical documentation has been received, therefore, the reported event could not be confirmed. No product has been received for evaluation, as the shell remains implanted and the two inserts that did not fit were discarded. The product compatibility could not be reviewed due to the missing product identification of the inserts. The quality records show that all specified characteristics have met the specifications valid at the time of production. The document-based investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were neither able to confirm the reported event nor to find an exact root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.